Event description:
From staff: when opening dressing supplies for the end of a few cases, there have been several tegaderm (transparent film dressings) that have not had the complete peel away border, which make them difficult to impossible to use properly.